Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary hemolysis: no product was returned. After reviewing logs, no issues were observed. The root cause of hemolysis could not be determined as insufficient clinical details were provided. Device history review device passed all post sterile inspection checks.

Event description:
The user facility reported that the patient had hemolysis. The patient's lab came back hemolyzed and the urine output was dark. No further information was noted.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.